Event description:
Revision of tibial insert approximately 6 years post-operatively. Upon removal, surgeon noted there was excessive wear to the back side of the post.

Manufacturer narrative:
The contribution of the devices cannot be determined as the devices were not returned to manufacturer for evaluation. Additionally, the device catalog and serial numbers were not reported precluding a review of the device history record.